Event description:
Consumer reports having an accuracy issue with new meter. Readings are not consistent with how pt feels. Analysis run on clark error grid using mean average reading (63) as ref point vs. Bd reading (39, 86) yielded data points in the d range of the grid, outside acceptable limits.